Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for right ventricular (rv) lead undersensing due to the patient's fine ventricular fibrillation (vf) being too low that it did not meet the detection criteria for the device to react/ shock the patient. The patient is deceased.